Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The unit is holding a charge when unit is unplugged from wall power outlet. The system passed a system checkout and was returned to an operational condition. Codes associated with the system: fdr 120, fdc 4307. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4). No patient involved. The battery was returned for analysis. Functional testing found that the returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups shut down in a matter of seconds. The battery will not hold a charge. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that when the clinical specialist was on site and noticed that there was a note on the system stating that the battery wasn't holding a charge. Unknown if patient was present. No delay. Clinical specialist will be following up with the site for more information. On 2019-dec-31 initial reporter (rep) new information received: lot number was provided. The battery was replaced and the unit is working. Initial reporter was provided. No patient was involved. On 2020-jan-07 additional information received: the clinical specialist stated that she spoke with the neuro coordinator, the battery issue was discovered as they unit was being wheeled into the room. The unit was powered up to load scans and as the stealth was moved to the room it shut down and once in the room the circulator reconnected power into the wall outlet and no further issues with the stealth occurred.